Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump that had an air detected set alarm that occurred during infusion which caused an interruption during delivery. The event occurred during biomedical service. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. There is no further complaint information available. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). Based on additional information from the customer, the air in line alarm was not a false alarm, therefore, this incident has been determined to not be a reportable event.